Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 10 years post implant of this 26mm mitral annuloplasty ring, it was explanted and replaced with an unknown device. The reason for replacement was not reported. No additional adverse patient effects were reported.